Event description:
The dealer stated the hardware holding the back canes to the chair have sheared off. He stated no injuries were reported. The dealer also stated that the chair will not go into tilt. Tech was on the line with dealer and explained that the chair would not tilt with out the hardware being secure. The dealer will replace the hardware and evaluate the cylinders.